Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the reporter had telemetry issues. It was noted that the manufacturing representative believes the patient has overdischarged 3 times. Additional information received reported that the patient wanted the ins moved because it was higher up on his back and uncomfortable. It was noted that it had been going on for a while now and not quite since implant. It was noted that the patient rode a motorcycle so back was against back rest. It was noted that they did not want to move the battery to the front if it only had one strike left. The reporter stated that they know the patient had at least one and possibly two or three overdischarge strikes. It was noted that they were considering replacing the ins depending on the number of strikes. It was noted that the patient had a power on reset (por) message on implantable neurostimulator recharger (insr). It was noted that the reporter was going to call the patient back and have them try to get the normal recharge screen on insr. Additional information received reported that the manufacturing representative was not sure yet but thought the doctor was repositioning but may change out the battery. Additional information received 2013-(B)(6) reported the event was attributed to premature implantable neurostimulator (ins) depletion. There were no abnormal impedance measurements and no charging issue. Surgical intervention had not occurred. The reporter was unable to do reprogramming due to battery exhaustion. There was no injury and no hospitalization required. It was noted the patient would like to replace the ins and move the pocket to the abdominal wall for easier access. Additional information received reported that non-compliance was the charging issue.